Event description:
2/6/98 witnessed arrest ER intubated. 2/10/98 cardiac cath showed 90% stenosis of circumflex artery. 2/11/98 pt transferred to facility where automatic internal cardiac defibrillation inserted- (acid) 2/28/98 arrived back in ER after witnessed arrest. Aicd firing at times. Pt expired after nearly 2 bgs of heroics. It is not known whether aicd was cause of death. Coroner's office took body.